Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. The insulin pump was received with cracked case at display window corners, display window and battery tube threads, minor scratched display window and case, stained end cap sticker and back address serial number label and partially broken reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and moderate ketones on (B)(6) 2017 with blood glucose of 300 mg/dl. The customer experienced symptoms such as did not feel good and was vomiting. The customer was treated with anti-nausea medication, intravenous saline and manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.